Manufacturer narrative:
The suspect device was returned to an olympus service center for evaluation. Inspection and testing confirmed the reported event. The entire screen went black with no image due to a damaged connector. The adhesive at the distal end of the scope was also found to be peeled off due to deterioration caused by physical and/or chemical stress. In addition, the insertion section was damaged, the adhesive at the bending section was damaged, the control body, connector, and cord were damaged, angulation was insufficient due to the angle wire being stretched, and the angulation lock did not work. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
An olympus employee reported the image from the scope was not displayed. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. Inspection and testing of the device also found that the adhesive at the distal end was peeled off. There was no harm or user injury reported due to the event.

Manufacturer narrative:
Healthcare professional should have been selected in the initial report. Reuse should have been selected in the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a malfunction of the image sensor unit, a board inside the video connector, or a malfunction on the system side. Olympus will continue to monitor field performance for this device.